Event description:
A patient was implanted with zipfix on (B)(6) 2013. During a follow-up exam on (B)(6) 2013 it was noted one zipfix had not locked and was loose. The zipfix protruded through the skin causing the patient pain, irritation and discomfort. Patient was returned to the o.r. On (B)(6) 2013 for removal of the loose zipfix. The patient was not revised and went on to heal normally. This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.